Manufacturer narrative:
As reported, two maxi ld pta (f7 110 20x40 / f7 110 25x40) balloon catheters were delivered to the stenosed lesion for inflation. However, they ruptured. It was unknown how the procedure was completed. The procedure was completed successfully. There was no reported patient injury. The target lesion was the abdominal aorta. The patient¿s vessel level of tortuousness and calcification is unknown. The rate of stenosis is unknown. There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There were no kink/bent noted after device was removed from patient. The device was not returned for analysis. A device history record (DHR) review of lot 17617408 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2017-01684 and 9616099-2017-01685.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17617408) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the maxi ld pta (f7 110 20x40) balloon catheters was delivered to the stenosed lesion for inflation. However, it ruptured. It was unknown how the procedure was completed. The procedure was completed successfully. There was no reported patient injury. The target lesion was the abdominal aorta. The patient¿s vessel level of tortuousness and calcification is unknown. The rate of stenosis is unknown. There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There were no kink/bent noted after device was removed from patient. The device will not be returned as it was discarded at the hospital by mistake.